Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Upon evaluation, it was verified that the plate was able to be opened and closed without any issue. The device did not have any broken or damaged components that could have affected its function. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and a reservoir was attached to a drain for drainage around an artificial vessel. During use, the negative pressure of the reservoir did not work at all, although pressure was applied several times. Another like device was used successfully and there were no adverse patient consequences. It was opined that it was a possible that an air leak occurred.